Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Drive/motor anomaly not confirmed. Moisture damage was found on the motor and electronic assembly during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump bolus stopped. The customer¿s blood glucose was 14.2 mmol/l. Customer performed displacement test and it was passed. Customer able to rewind the insulin pump. Customer was able to fill tubing again but took 20 units. The insulin pump will be returned for analysis.